Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a microcentrifuge vial. Visual inspection found the haptic bent. Dimensional verification was performed and the lens was found to be in specification. Claim # (B)(4).

Manufacturer narrative:
H6: work order search: one additional similar complaint type event within associated lots was found. Claim #(B)(4).

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - device code: 1494 - this lens model is contraindicated for patients with age less than that of 21 years. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -06.00/+2.0/096 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6)2021. The lens was removed on (B)(6)2023 due to lens rotation not associated to a low vault. The lens was repositioned on (B)(6)2021 but the problem was not resolved, so the lens was removed. The lens was replaced with a same length but different model and power lens and the problem was resolved.